Event description:
It was reported that the patient noted feeling muscles twitching and feeling dizzy with episodes of syncope. The patient indicated not feeling well since the implant and indicated that the lead is not functioning properly. No intervention was performed at this time.